Event description:
Pt had been transferred from another hospital w/ a datascope iab. Pt was weaned from datascope iab but later another iab was required. Three days after insertion of arrow iab, clinicians determined catheter had been pulled back from initial insertion site. Cath-gard (catheter contamination shield) was detached from catheter above distal suture wings. Iab was exchanged. There were no reported pt complications.